Manufacturer narrative:
Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Device received with the insulin flow blocked alarm functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow block alarm. The customer's blood glucose level was 377 mg/dl. The customer confirmed after completing troubleshooting and changed out set still getting the insulin flow block. The customer stated that they were convinced issues were with the insulin pump not site or set. The customer reported that they had not tried all different lengths. The customer confirmed that insulin was being reused or mixed, or was expired or denatured. The confirmed that the sites were rotated and inserted into sufficient sub q tissue. Customer stated the tubing was not bent or kinked. The customer declined troubleshooting for recurring alarms. The insulin pump will be returned for analysis.